Manufacturer narrative:
Inspection and testing could not identify when the foreign material was attached to the channel. In addition, the coloring on the air/water and suction cylinders was peeling off, the circuit board was defective, the light guide cover glass was scratched, the plug unit was corroded due to water leakage, the charge coupled device unit was damaged resulting in the specified resolving power not being obtained, the water removal ability did not meet standards, the adhesive on the bending section cover was cracked, the connecting tube had a cut and was developing a scale-like appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the near focus of the device was defective. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was exiting the channel of the scope. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3 of the initial medwatch. The aware date should be 24th-february-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the exact cause of the reported event could not be conclusively determined. Olympus will continue to monitor field performance for this device.